Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 475cc saline, catalog: 3501680, lot: 7429058 sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 625cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 11/8/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. During initial evaluation the device appeared intact. Leak test was performed and revealed a rent in length in the vicinity of the vulcanization dot, measuring approximately 0.2 cm. Microscopic examination of the edges of the rent revealed no indication as to its cause. No other anomalies were discovered. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The most probable cause as stress concentration at the anterior vulcanized region of the shell. The device history record (DHR) for the lot number 7429058 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).